Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 2000 mcg/ml at a dose rate of 350 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient recently had magnetic resonance imaging (MRI) and a motor stall was seen at initial interrogation. The patient was having an MRI and believed it corresponded with the date (B)(6) 2019 in which the logs revealed a motor stall. The patient did not hear a pump alarm until today (B)(6) 2019 in the office after interrogation. No motor stall recovery had occurred. It had not been less than 2 hours since the patient exited the MRI field. A clinician tablet with software version 1.0.7493 was used today. Telemetry state and re-interrogating the pump with logs was reviewed at the time of the report. It was indicated that interrogations did not result in a recovery. The pump was refilled on (B)(6) 2019. The expected reservoir volume was 4.1 and the actual reservoir volume was 5.0. It was being considered that based on calculations if the pump had truly stopped since (B)(6) 2019 then the discrepancy would be over 6 mls. It was noted that the patient did not have withdrawal but did report having pain. It was being considered that telemetry state typically clears after the pump is interrogated for a second time. The pump however did not clear the stall with the second interrogation. They then waited approximately 15 minutes and during that 15-minutes span, the hcp read the pump with a model 8840 clinician programmer and saw the recovery. Then, they read the pump with the clinician tablet and also saw the recovery. The following codes were noted as having been seen via the clinician programmer/tablet on (B)(6) 2019: 232 and 234. No further patient complications have been reported as a result of this event.